Manufacturer narrative:
Product complaint # (B)(4) a manufacturing record evaluation was performed for the finished device pek426 number, and no non-conformance's were identified device evaluation summary: it was received for analysis an opened box with twenty-two unopened samples of product code z467, lot pek426. The complaint sample was not returned for analysis. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 4 device issues captured in reports 2210968-2019-91186, 2210968-2019-91194, 2210968-2019-91196 and 2210968-2019-91197. Analysis results have been included in mw reports for each.

Event description:
It was reported that the animal underwent an unknown procedure in 2019 and suture was used. The animal experienced wound dehiscence within 3 days after procedure. Post operatively, the suture broke.